Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed. The physician alleged insulation damage, although it was not confirmed. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.